Manufacturer narrative:
The nxstage one user guide includes allergic or adverse reaction as potential risks associated with dialysis and also includes warnings to observe the patient and monitor physical status for potential complications. Biocompatibility of the device has been established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported by the home therapy nurse that the patient became symptomatic 15 - 20 minutes into treatment, experiencing low o2, high bp and diaphoresis. Treatment was terminated and rinseback performed. No other medical intervention was required. Patient has since dialyzed with the use of oral benadryl and no further issues have been reported.